Event description:
On 07/08/1998 the account rec'd a nonreactive axsym hcv 3.0 result of 0.70 s/co, on a pt with type c hepatitis. The customer also obtained negative results on specimens which were positive in the past. Previous samples from the pt were pulled from 1996, 1997, and 1998 and the customer obtained positive and negative results with the asxym hcv 3.0 assay on these samples.